Manufacturer narrative:
Follow-up #1: date of submission 11/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad was removed and no contamination was found under the button contacts. The pump was opened and no damage was found to the keypad connector or keypad flex cable. The keypad connector latch is secure. The complaint of a keypad response issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.